Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range pace impedances on the left ventricular (lv) lead. The health care professional noted the lv impedances have been monitored since implant. At implant, values were 1332 ohms and the alert triggered as the values were greater than 2000 ohms. Boston scientific technical services recommended increasing the alert limit and monitoring. This crt-d and the existing lv lead remain in service. No adverse patient effects were reported.